Event description:
Patient had aortic valve replacement and was enrolled in the aspirin only area of a clinical trial. The valve monitoring device showed an alarm which was intermittent indicating valve malfunction starting in 2005. Patient was reoperated in 2005 and a thrombosed leaflet was found. The valve was replaced and the patient recovered.